Event description:
It was reported that the patient presented remotely. Upon review, the left ventricular (lv) lead exhibited out of range high impedance. The patient was brought into the clinic and programming changes were made. The patient was stable throughout.